Event description:
It was reported by service report that the track and roller were broken and would not roll. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - track belt; track belt roller.